Event description:
Customer reported that she had high blood glucose of 315 mg/dl. Customer stated that she treated with the insulin pump and her blood glucose dropped to 61 mg/dl. Customer stated that she checked her insulin pump and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.